Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of over 250mg/dl with symptoms of dehydration, polyuria and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was no damage to the pump. This complaint is being reported because the patient experienced hyperglycemia due to an alleged power issue.